Event description:
It was reported by the patient that post emergency room visit, the patient felt symptoms of transient ischemic attacks, dizziness and vertigo after an magnetic resonance image test (MRI). The patient stated a company representative programmed their implantable pulse generator (ipg) and the patient was unsure if the settings were returned to normal after it was put in safe mode for the MRI. The patient also stated they were due for a routine check and wanted to know how to proceed. Follow up was conducted and the physician's nurse stated the they did not know if the device setting were returned to normal post MRI and were unsure if the patient's symptoms were related to the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.